Event description:
It was reported that the left ventricular auto threshold (lvat) test was failing due to low amplitudes of intrinsic beats. It was also noted that this left ventricular (lv) lead had high capture thresholds. Technical services (ts) reviewed the reports and noted that the amplitudes on the lead were not great. The test stated that there were fusion beats and loss of capture (loc), however, ts does not think that there was true loc. Ts stated that the lv lead trends were all over the place. Ts provided potential cause and possible following actions. The health care professional (hcp) stated that they were going to keep the auto threshold tests on, and the thresholds were stable manually. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).